Event description:
It was reported that the patient experienced a bent cannula event from the end of (B)(6) 2026. The patient noticed symptoms within three hours after insertion. The infusion set had been inserted in the abdomen, upper buttocks, and upper arm, primarily on the left side. The patient replaced the infusion set and resumed insulin deliveries successfully.

Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 3003442380.